Event description:
Device 1 of 2 , reference MFR. Report#: 1627487-2017-08751. Additional information identified the patient was experiencing pain and redness at lead site.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 . Reference MFR. Report#: 1627487-2017-08751. It was reported the patient¿s paddle leads may be replaced with different models due to lead placement complications. Surgical intervention may be pending to address the issue.

Event description:
Device 1 of 2, reference MFR. Report#: 1627487-2017-08751. Additional information identified the patient's leads were replaced with new ones.